Manufacturer narrative:
The technician found that the hand pendant was under the mattress and when the pt moved the function buttons were depressed and the bed would move. The technician removed the pendant from under the mattress to repair the bed.

Event description:
Info received indicates the head of the bed goes up and down by itself.